Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the staples came out at an angle. It was reported that the reload was difficult to load onto the handle. There was no patient involvement.